Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had atrial tachycardia/atrial fibrillation (at/af) episodes that were terminating while the patient's arrhythmia continues. It was noted that the right atrial (ra) lead was undersensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
Correction: previous supplemental report should have an aware date of 2019/06/23. If information is provided in the future, a supplemental report will be issued.